Manufacturer narrative:
The t:slim pump user guide states: do not start to use your system before consulting with your healthcare provider to determine which features are most appropriate for you. Only your healthcare provider can determine and help you adjust your basal rate(s), carb ratio(s), correction factor(s), target bg, and duration of insulin action. Incorrect settings can result in over delivery or under delivery of insulin. This can cause very low or very high blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels around 398 (mg/dl) and diabetic ketoacidosis determined to be dangerous. Customer administered correction boluses to treat their bg levels; however, their bg levels remained elevated and the customer was later admitted to the hospital. While in the hospital, the customer was treated with novolog injections. Customer indicated that they checked themselves out of the hospital on (B)(6) 2016. Reportedly, the customer stated that they changed their basal insulin rate settings and personal profile settings without consulting with a health care provider. Customer also stated that they did not believe that the pump was administering the proper amounts of insulin for the bg values entered in to the pump. Customer did not note any discrepancies in their bolus history. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Customer has reverted to insulin injections for diabetes management.